Event description:
It was reported that a caregiver contacted support because the meal announcement was only 58% delivered and an occlusion alarm occurred while the patient was using a 23 in, 6 mm contact detach infusion set; insulin delivery was resumed and all supplies had been changed the prior day, with no visible leakage or kinking observed. Symptoms included no reported adverse clinical effects and stable blood glucose. Outcomes included caregiver monitoring of blood glucose without need for medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to change infusion supplies if the occlusion alarm recurred. Investigation of this case revealed an occlusion of the insulin delivery pathway that resolved after supply change, consistent with an infusion set or disposable supply issue. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set or associated disposables.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.